Event description:
It was reported to the manufacturer by the end user, per the end user the resident was placed in the sling in the wheel chair. When lifted up, the strap slipped off the cradle and the resident rolled out of the sling, hit the wall and landed on the floor. The resident was sent to the local ER for evaluation. The resident sustained an abrasion to the right forehead, contusion to the right shoulder, distal right femur fracture and a skin tear to the left elbow. The sling that was being used at the time of the incident was manufactured by invacare. Per the user manual for the lift involved, hoyer recommends the use of genuine hoyer parts. Hoyer sling and lifters are not designed to be interchangeable with other manufacturer's products. Using other manufacturer's products on hoyer products is potentially unsafe and could result in serious injury to patient and/or caregiver. A joerns representative visited the facility after the incident and provided training on the proper sling to use with the lift and how to properly attach the sling to the lift. The facility thru reenactment and training identified that the sling was attached improperly thus causing the sling to come loose. Complaint#60093525 and ra#84065826 were entered into our system to have the lift returned to joerns for investigation. As of this writing, the lift has not been returned.